Manufacturer narrative:
(B) (4). (Would not unbowed). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corp that a stonetome stone removal device was used during an endoscopic sphincterotomy. According to the complainant, during the procedure, the stonetome was advanced in the choledochoduodenal junction. The physician tried to straighten the catheter after bowing the catheter, but the catheter could not be closed. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.